Manufacturer narrative:
The customer reported that the AED is flashing red, beeping and will not power on. The customer stated the data cannot be downloaded from the unit however, after replacing the battery and performing the test, the unit is functional, the data is correctly downloaded from the unit. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED is flashing red and will not power on. The customer stated the data cannot be downloaded from the unit however, after replacing the battery and performing the test, the unit is functional, the data is correctly downloaded from the unit. They did not report that this event occurred during patient use.